Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the angio-seal device was used in a patient with a lesion from the superficial femoral artery (sfa) to the below knee (bk) who underwent endovascular thrombectomy (evt) via an ipsilateral antegrade approach. Although hemostasis was successfully achieved with the device after the procedure, the patient developed acute limb ischemia (ali) two days later. According to the physician's findings, the thrombus may have adhered to the anchor, causing occlusion. Ppi was performed, and a stent was implanted in the common femoral artery (cfa). There was no blood loss. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The patient was stable. There were no other devices or equipment used with the reported product. The physician stated that the causality of the device cannot be ruled out, as the hemostasis site was occluded.

Manufacturer narrative:
D4: lot number: requested, unknown, d4: expiration date: unknown due to unknown lot number, d4: UDI: unknown due to unknown lot number, d6b: explanted date: the device was not explanted, h4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.